Event description:
Customer stated that she was hospitalized with dka. Unable to complete troubleshooting at the time of call to minimed, as customer did not have an extra set of batteries at the hospital.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.